Event description:
Clips being used to close gastric ulcer. Upon using this clip, proximal tip of clip deployed separately from main clip body and lodged itself into the gastric mucosa, getting stuck. It was able to be remove by md by grasping the end and removing it with a new, functional clip.